Manufacturer narrative:
E1: patient city: (B)(6), patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced infusion set tape not sticking due to sweat on (B)(6) 2025. The insertion site was tummy. It was also reported that the patient had infection at the site. The infection was treated with antibiotic. The patient was asked to insert at the different location and monitor the site. No further information available.